Event description:
The initial result for a kci assay performed on a pt sample was 102.8 mmol/l. The same sample was repeated and the result was 133.5 mmol/l. The field service rep repaired the instrument by replacing the syringe seals and o-rings.